Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation procedure was performed on (B)(6) 2014. A longer broad dynamic compression plate with fourteen holes was used under strict non weight bearing until (B)(6) 2014. A revision surgery was done on (B)(6) 2014 with a 4.5 broad sixteen hole locking compression plate. It was also reported that there were three unknown broken screws. There were no reports of a surgical delay. An image reading of the 4 x-rays was conducted by a medical director from this manufacturer. The following information was reported: 4 x-rays were received. 1. Labelled pre-op (B)(6) shows a fracture of the proximal shaft of the right femur. 2. Labelled post-op (B)(6) shows a lateral view of fixation of the fracture with a plate and 10 screws 3. Labelled post-op (B)(6) shows an ap view of fixation of the fracture with a plate and 10 screws 4. Labelled post-op (B)(6) (not sure why post-op ¿ complaint history shows that this is probably pre-op to revision surgery on (B)(6)) shows an ap view of the same fracture with 3 broken screws and 2 additional screws which have pulled through the plate this report is for two unknown screws that backed out. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for two unknown screws that backed out. The two screws that pulled through the plate may be among the following: part number 214.036 lot 2658138, part number 214.038 lot 8196398, part number 214.034 lot 8533154. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.